Event description:
It was reportedly observed that the pacemaker would have paced at approximately 80 min-1, whereas rate response was not programmed, and the basic rate was set at 65 min-1.

Event description:
It was reportedly observed that the pacemaker would have paced at approximately 80min-1, whereas rate response was not programmed, and the basic rate was set at 65min-1. Based on preliminary analysis results, normal pacemaker operation was observed.

Manufacturer narrative:
Further analyses confirmed that device operation was within specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reportedly observed that the pacemaker would have paced at approximately 80 min-1, whereas rate response was not programmed, and the basic rate was set at 65 min-1. Based on preliminary analysis results, normal pacemaker operation was observed.